Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot# :unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving baclofen via implantable pump. It was clarified that the type of baclofen administered via the pump was not lioresal, and was otherwise unknown. It was reported that the patient had symptoms of catheter obstruction in 2016. The date (B)(6) 2016 is considered an approximate date of event (specific year known only). The patient¿s age at the time of the event was approximately (B)(6). It was noted that the patient¿s was implanted with a model 8781 catheter on (B)(6) 2016; however, as reported it remains unclear if this is the catheter associated with the catheter obstruction in 2016. Refer also to MFR report # 3004209178-2022-04346 regarding a subsequent event.